Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. H6 health effect - clinical code e2402: chest injury. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
A female patient who underwent breast augmentation revision with a mentor smooth round moderate plus profile 275cc saline prosthesis experienced postoperative left-sided deflation accompanied by a chest injury. This complication was diagnosed through a thorough physical examination. Consequently, the patient underwent surgical removal of the deflated implant on (B)(6) 2025.

Manufacturer narrative:
Additional information received on january 14, 2025, indicated that the patient underwent bilateral replacements as follow: left: mentor smooth round mp profile saline 275, serial no: (B)(6)- filled to 300 cc, right: mentor smooth round mp profile saline 275, serial no: (B)(6)- filled to 330 cc. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on february 19, 2025: the product was returned to mentor for evaluation. Mentor conducted visual inspection. Visual analysis of the returned device revealed that the sm mpps dv 275cc breast implant had a tear within a crease/fold on the posterior view, measuring approximately 0.1 cm. The evaluation determined that the possible cause of the deflation is the trauma experienced. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of saline-filled mammary prosthesis. The contralateral device was also received (lot number 7638192). The patient did not report any issue with this device. Therefore, no further analysis of the contralateral device is required. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: no corrective and preventive action (CAPA) is required now. Manufacturer¿s reference number: (B)(4).